Manufacturer narrative:
Date of event: 7/27, 8/1 the device was received for evaluation. During functional testing, the reported problem of 'air-in-line alarm occurred when there was no air' was not reproduced. A review of the event history log (ehl) revealed air in line alarm messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.